Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill tubing sequence was taking more insulin than previous fill tubing sequences. Additionally, when the air removal step was performed, the customer was able to remove more air than expected. A supply change was performed resolving the issue. Customer's blood glucose level was 110 mg/dl.